Event description:
Per dealer, called in and stated that the center mounts are bent backwards into the chair. Dealer stated he is unaware of what may have caused the issue. Dealer stated there were no injuries associated with the incident.